Event description:
The peritoneal dialysis (pd) patient reported he had experienced peritonitis. According to his peritoneal dialysis registered nurse, he was hospitalized with peritonitis from (B)(6) 2014. She said the patient did not experience any fluid leaks during preceding treatments, he had been on vacation and performed his pd in an unsanitary hotel room bed and had not cleaned the shower head before showering. As a result of the peritonitis, he chose to perform manual exchanges for a while to remove his fluid instead of using the cycler. He is back on the cycler now and it is working fine.

Manufacturer narrative:
Medical records have been requested but have not yet been received. The device has not been returned for physical evaluation. A plant investigation is in progress and a supplemental report will be submitted upon completion.